Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during an implant attempt high atrial thresholds were observed in several positions. After greater than five minutes, the atrial threshold decreased to an acceptable value. The lead is still in use. No patient complications have been reported as a result of this event.